Event description:
Hcp reports: patient had 1.5t MRI and pump had pump memory error (pme). The patient was in the hcp's office experiencing withdrawal symptoms; however, no specific symptoms were reported. According to the manufacturer's device registration system, the last known drug used in the pump was morphine. Additional information has been requested from the hcp, but was not available on the date of this report.